Manufacturer narrative:
H-10: waiting for evaluation results. This report mailed in to FDA on: 06/16/2005. The manufacturer internal reference number is: ia050610.

Event description:
Reporter noted system reset itself during surgery, pt under anesthesia, aborted case; canceled another. No pt injury occurred.